Manufacturer narrative:
There was no device available for return. Prior to distribution all gepd-5-7 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contract or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ it may be noted that the device was used off-label, outside its intended uses stated in the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Complaint is confirmed based on customer testimony. According to the information reported, 2 of the 131 patients who had a stent placed within the pancreatic head experienced severe post-endoscopic retrograde cholangiopancreatography (ercb) pancreatitis (pep), hospitalization prolonged for more than 10 d or pseudocyst requiring intervention (percutaneous drainage or surgery), or hemorrhagic pancreatitis. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event description: in a retrospective, single center study of patients who received pancreatic stents to prevent post-ercp pancreatitis, 2 of the 131 patients who had a stent placed within the pancreatic head experienced severe post-endoscopic retrograde cholangiopancreatography (ercb) pancreatitis (pep). No cases of pep were detected in patients (n=16) who had stents were placed in the pancreas body/tail. The authors describe the detection of pep by contrast computed tomography (CT) imaging in all patients. Additional information received 20-sep confirmed that the two patient's had different rpn's, therefore this file was created to capture gepd-5-7. A separate file deals with the second patient who had gepd-5-5 inserted.